Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient's ipg had died. It is unknown if this occurred prematurely. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced and two new leads were implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: the issue regarding ipg inoperable for ipg: 3660 sn (B)(6), lot 6769964 is reported under related manufacturer reference number: 1627487-2023-02096. This report related manufacturer reference number: 1627487-2023-02760 documents/reports the lead explant due to migration. Hence, the section d1, d4, d6, h4 and h6 were corrected in this report to reflect the lead/ migration issue. Additional components potentially involved in the event include: common device name: scs lead, model: 3156, UDI: (B)(4), serial:(B)(6), batch:6981414

Event description:
Additional information received indicates that the patient experienced ineffective therapy due to one of the occipital leads had migrated. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. The second lead was electively replaced as well. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the leads had migrated.